Manufacturer narrative:
(B)(4) failure to follow instructions (use of damaged device).

Event description:
A valiant 32x32x100 stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that, during preparation, the physician was unable to irrigate the stent graft delivery system. While attempting to flush through the sideport, resistance permitted a small amount of air and prevented the solution from flushing to the tip of the stent graft delivery system. The physician tested deployment of the stent graft ex vivo and discovered the deployment was functioning as intended. The physician then proceeded to deploy the stent graft in vivo and successfully completed the procedure. No clinical sequelae were reported and the patient is doing fine.